Manufacturer narrative:
The date of event/therapy date was in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was too little iodine on the sponge of the minicap. This was found by the patient at home, prior to use. The patient did not use the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, companion samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Thirty eight unopened pouched minicaps were received for evaluation. A visual inspection was performed with the naked eye and all minicaps had wet sponges indicating that iodine was dispensed during manufacturing. The inspection determined that all of the pouches were intact. The reported problem of iodine ¿ too little was not verified based on the visual inspection of the returned samples. Should additional relevant information become available, a supplemental report will be submitted.